Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, experienced recurring incontinence. It was determined that there was fluid loss from the system because the pressure regulating balloon was empty. When investigating the integrity of the balloon, there were no visible leaks. The aus device was explanted, and a new device was implanted. There were no further patient complications.